Manufacturer narrative:
No product has been returned for evaluation and no radiographs or images provided therefore the alleged product malfunction cannot be confirmed. Review of the provided information identified a possible malplacement of the screw and possible nerve impingement though no root cause could be determined. No additional investigation can be completed at this time. Labeling review: "...warnings, and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: early or late infection which may result in the need for additional surgeries; damage to blood vessels; spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; impotence; permanent pain and/or deformity..." "...preoperative warnings: 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On (B)(6) 2019 a patient underwent spinal surgery on l3-s1. On (B)(6) 2019 the patient reported increased tailbone/right hip area pain. The patient stated their major complaint is pain in the right hip region and in their right buttocks region. The pain radiated into bilateral legs, but is worse on the right side. On (B)(6) 2020 the patient was treated with bilateral si joint injection. The surgeon reported the possibility of the pain could be caused by the right s2 alar screw.